Manufacturer narrative:
Unit passed displacement test. The p-cap / reservoir locked in place properly during testing. However, unit received with detached end cap. Unable to perform basic occlusion test, prime / a33 test, excessive no delivery test, occlusion test or verify a33 alarms due to detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump alarmed compromised force sensor system. Customer stated that every time she rewinding and gets this alarm. Also stated that she woke up fine around 100 and then stopped working and gave low reservoir alert. The drive support cap appears normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.